Manufacturer narrative:
Pdm successfully powered on. Data was able to be extracted. Data downloaded from the device confirms that a meter error 4 occurred on the last day the device was used. The pdm was found to have a nonfunctioning bg meter board, resulting in a meter error 4. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue.

Event description:
It was reported that patient experienced blood glucose levels over 250 mg/dl and a meter error with their personal diabetes manager.